Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure occurred and a watchman flx closure device was implanted. At the 45-day follow-up, it was noted that the closure device had shifted. Surgical intervention was performed as a result.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.